Event description:
Related to 2183959-2014-00565.

Manufacturer narrative:
.

Event description:
Additional information received indicated that the patient reported "very little incontinence" at (B)(6) 2014 office visit. The event was considered recovered/resolved with sequelae on (B)(6) 2014. There were no further patient complications reported as a result of this event.

Event description:
(B)(4). It was reported that following the implantation of an elevate anterior graft the patient presented with moderate worsening stress incontinence. Medication was administered on (B)(6) 2014. The event is considered not recovered/not resolved (continuing) as of (B)(6) 2014. There were no further patient complications reported as a result of this event.